Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the intermittent image could not be identified. However, it¿s likely the cause is related to a malfunction of the usb converter that was connected to the pc used by the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation as an olympus remote representative (rep) confirmed the issue remotely. The rep confirmed that the serial digital image (sdi) to usb converter was inoperative and the customer replaced the device as a workaround. The rep provided guidance on how to retrieve the images stored in the device to the customer could upload the images to their provation pc system. The issue was resolved through this troubleshooting. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center had intermittent video signal to their provation pc. The issue was found during reprocessing with no procedure involved. There were no reports of patient harm.